Manufacturer narrative:
As no further information expected this investigation is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an episode of pacemaker mediated tachycardia (pmt) in which left ventricular pacing was inhibited. This device remains in service and will continue to be monitored. No adverse patient effects were reported.